Event description:
It was reported that on boot up, of the 9800 system, a touch screen error and x-ray switch stuck message came up. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to adjust the right monitor frame and replace the foot switch. Frame adjusted to allow light gap and replaced the foot switch. The system was tested and found to be working as intended and placed back into service.